Manufacturer narrative:
This lead was surgically abandoned and a new lead was successfully implanted. There is no further information available at this time. If additional information should become available to our company, this event would be updated.

Event description:
Boston scientific crm received information that the right atrial (ra) lead exhibited loss of capture and an impedance measurement greater than 2500 ohms. The ra lead was surgically abandoned and a new lead was successfully implanted on the right side due to occlusion. No adverse patient effects were reported.